Manufacturer narrative:
Investigation: customer returned (1) loose 0.3ml reli on insulin syringe (used). Consumer reported that the needle broke off in his stomach during injection, stated that he noticed insulin leaking from the syringe during injection. The returned sample was examined and exhibited a broken cannula (see attached photo), however, no manufacturing defects were observed. Since the sample was returned after use, and no manufacturing defects were observed, the possible cause of the cannula break is user error. The broken cannula could have then resulted in the user observing a leak (as reported). A review of the device history record was completed for batch # 7282674 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200720152, 200720193, 200720151, 200720376] noted that did not pertain to the complaint. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. Since the sample was returned after use, and no manufacturing defects were observed, the possible cause of the cannula break is user error. The broken cannula could have then resulted in the user observing a leak (as reported).

Event description:
Material no. 328512 batch no. 7282674 it was reported that during use of the relion® insulin syringe the needle broke off during injection. Noticed insulin leaking on injection site. The following information was provided by the initial reporter: verbatim: relion - consumer reported that the needle broke off in his stomach during injection, stated that he noticed insulin leaking from the syringe during injection and when he removed the syringe from the injection site there was no needle. Consumer did not seek medical attention, no pain or discomfort. Consumer does not re-use. Lot # 7282674, product # 328512, no expiration date.

Event description:
Material no. 328512 batch no. 7282674. It was reported that during use of the relion® insulin syringe the needle broke off during injection. Noticed insulin leaking on injection site. The following information was provided by the initial reporter: verbatim: relion - consumer reported that the needle broke off in his stomach during injection, stated that he noticed insulin leaking from the syringe during injection and when he removed the syringe from the injection site there was no needle. Consumer did not seek medical attention, no pain or discomfort. Consumer does not re-use. Lot # 7282674, product # 328512, no expiration date.

Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7282674 all inspections were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 328512, batch no. 7282674. It was reported that during use of the relion® insulin syringe the needle broke off during injection. Noticed insulin leaking on injection site. The following information was provided by the initial reporter: verbatim: relion - consumer reported that the needle broke off in his stomach during injection, stated that he noticed insulin leaking from the syringe during injection and when he removed the syringe from the injection site there was no needle. Consumer did not seek medical attention, no pain or discomfort. Consumer does not re-use. Lot # 7282674, product # 328512, no expiration date.